Event description:
Pt was tested on suspect device and inr = 4.8. A second draw was taken and inr = 4.6 on suspect device. Both samples were sent to the laboratory. The laboratory reported the inr = 2.6 and 2.3. Coumadin medications were withheld until the laboratory results were obtained.